Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 (patient was unsure of date but reported about 3 weeks ago), the patient's infusion set's tubing detached/broken at the site connector and the infusion set was not used at all. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.